Event description:
It was reported that the customer accidently initiated the load sequence, stopping insulin delivery on the pump. As a result, customer's blood glucose (bg) increased to 536 mg/dl. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Customer loaded new supplies to address the issue and resume insulin delivery.